Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. This complaint is about patient consequence while using our opot314 cannula for nasal high flow therapy. There is no suggestion that our device had malfunctioned. Prior to being placed on the optiflow therapy, the patient was on neopuff resuscitation for an hour and 37 minutes. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. With optiflow (nasal high flow) therapy, the patient was being supported with pressures which are significantly lower than when ventilated with a ventilator. Airway pressures of around 30cmh2o are typical with use of a ventilator, whereas optiflow pressures are typically around 3 to 4cmh2o. The benefits of low level positive airway pressure, as well as the other accepted mechanisms (accurate oxygen delivery, washout of anatomical deadspace, mucociliary clearance etc) outweigh the very low risks associated with low level pressure generation. Without further information we cannot determine the cause of the pneumothorax. It is possible that the patient developed a spontaneous pneumothorax that was associated with severe pathophysiology of the lungs. It is also possible that the patient developed a pneumothorax prior to optiflow use while still being resuscitated with the neopuff. Pneumothoraces do not necessarily show up on x-rays immediately and can develop over a few days. The optiflow junior user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported that a patient born at (B)(6), diagnosed with nnt(amniotic fluid in the lungs) required one hour and 37 minutes on a neopuff resuscitator. The patient was then placed on an opt314 optiflow junior nasal cannula (for nasal high flow therapy). Medical staff started the patient on 10 l/m and were able to stabilize him and wean over the next 15 hours, getting him down to 2 l/m at room air. He then started to struggle with maintaining saturation levels and flow was increased to 5 l/m and 30% fio2. A chest x-ray was ordered and he had a pneumothorax [collapsed lung) and was then transferred to (B)(6). It was not reported whether there was any further patient consequence.